Event description:
A report was received that the patient was not receiving the same pain coverage as she had when she was fist implanted. During a reprogramming, it was discovered that the patient had 3 x'ed out contacts so the physician decided to replace the leads by implanting new ones.